Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft stenosis was unable to be confirmed as no diagnostic images or product was available for evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, the low flow alarms reportedly resolved with stenting of the outflow graft. A direct correlation between the device and the report of abdominal pain, combined heart failure, and pulmonary thromboembolism could not be conclusively established. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2025. Elevated pulsatility index (pi) values were also noted during the low flow events. It was noted that the low flow alarm threshold was 2.0 liters per minute (lpm); refer to (B)(4) regarding the patient¿s update to low flow software in the setting of myocardial recovery. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ lists pump thrombosis, right heart failure, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 also contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU also provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. A, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient initially complained of abdominal pain. A computed tomography (CT) of the chest abdomen and pelvis (cap) revealed ¿medium to large thrombus in the outflow component. There was a filling defect occupying the lumen essentially entirely at the junction of the pump and outflow graft." The patient began having low flow alarms on (B)(6) 2025 at approximately 17:31. There were no pulsatility index (pi) events. The patient had poor oral intake and npo status and was encouraged to start maintenance fluids while awaiting diagnostic catheterization. The patient was placed on heparin gtt as well. An echocardiogram was ordered for (B)(6) 2025. The event log file captured low flow alarm events on (B)(6) 2025. There were also several momentary low flow events recorded. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The low flow events may be due to a patient related issue. Technical services stated they were unable to confirm a thrombus with data recorded in the log file.

Event description:
It was communicated on (B)(6) 2025 that the echocardiogram showed ejection fraction (ef) <20% with diastolic function abnormal, angiogram of the outflow cannula showed stenosis in the very proximal portion of the outflow graft (right after the motor). The patient had chronic combined heart failure, pulmonary thromboembolism (pe), and subtherapeutic international normalized ratio (inr). There were no recent changes to pump parameters. The patient was stated to be stable, and the low flow alarms resolved after stents were placed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the report of outflow graft thrombus was unable to be confirmed as no diagnostic images or product was available for evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the reported events could not be conclusively determined through this evaluation. A direct correlation between the device and the reported abdominal pain could not be conclusively established. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2025 . Elevated pulsatility index (pi) values were also noted during the low flow events. It was noted that the low flow alarm threshold was 2.0 liters per minute (lpm). The elevated pi values and history of myocardial recovery suggest a patient-related cause for the low flow; however, a specific cause for the low flow could not be conclusively determined. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU also provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. A, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.